Event description:
It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was performed. After trans-septal puncture, access was obtained with the watchman access system (was) and the patient experienced a drop in blood pressure. Anesthesia treated the pressure and echocardiogram revealed a potential effusion. But an effusion was not confirmed. There was no sign of cardiac perforation visualized after multiple contrast injections within the heart. Eventually, the procedure was aborted as a precaution. The patient fully recovered and was monitored overnight.